Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 190 mg/dl. The customer stated that her act button and the up and down buttons are not working, only bolus button and escape are working. The customer was asked if she recalls any significant events leading to the keypad issues. The customer stated she is unaware of any issues. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.